Event description:
The nurse reported a pump reservoir volume discrepancy and the patient is experiencing pain. The pump contains lioresal 2000 mcg/ml at an "average" dose of 2218 mcg/day. The expected reservoir volume was 6.9 ml; the actual reservoir volume was 17 ml. The patient is in a nursing home and it is difficult to tell if there was a change in therapy, but the patient has been experiencing increased pain. Troubleshooting was being considered.

Manufacturer narrative:
.